Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(4), study ID (B)(4) and incident type ae subevent number:14. Description: retrolisthesis at l1/l2 and l2/l3 primary diagnosis: stenosis onset date: (B)(6) 2023, outcome date (B)(6) 2023 outcome status: recovered / resolved interventions: action subtype: ae result in hospitalization action result: yes action date: (B)(6) 2023, end date of the hospitalization: (B)(6) 2023, if subject hospitalized, is it a prolongation (>24 hours) of an existing hospitalization: no action subtype: any other action(s) taken action result: no action subtype: did the ae result in any treatment action result: yes action subtype: surgical treatment action result: yes site seriousness assessment: there was hospitalization and medical intervention but no congenital anomaly, death, disability, life t hreatening. Severity of adverse event is moderate. Site related assessment: it is not related to capstone peek spinal system, posterior supplemental fixation system, tlif grafting and study procedure. Sponsor assessment (oc muo): cec assessed as possible related to tlif procedure and supplemental fixation system. Not related to tlif grafting material and interbody fusion device. Diagnostics: action type: diagnostic action subtype: x-ray1 action result: retrolisthesis action date: (B)(6) 2023, action type: diagnostic action subtype: were any diagnostic test performed action result: yes adverse event info: does the adverse event involve a lumbosacral spinal level: yes if yes, levels involved: l1-l2, l2-l3 event: it was reported that patient had mild retrolisthesis noted at l1/l2 and l2/l3, no abnormal motion with flexion/extension and underwent removal of hardware at l3/5 with tlif at l2/l3 and l5/s1 and posterior fusion l2/s1 on (B)(6) 2023. Additional information was received that site related assessment: it is possible related to posterior supplemental fixation system and tlif study procedure (tlif l3/l5). Additional information was received via manufacturer representative that there is no device deficiency. The reason for removal of hardware is adjacent level decompression and fusion and severe stenosis at l2/l3 and l5/s1 due to degenerative tilt of l3, l4, l5 into the sacrum on the right. Adjacent level issue may be related to screw placement at the adjacent facet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.